Manufacturer narrative:
The event occurred in the us. It was reported that the customer had to change out the hls set due to high rpm¿s (revolution per minute) and all of the sudden a positive venous pressure. When the customer checked the hls module a clot around the motor (centrifugal pump) was noticed. The hls set was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to reported exchange during use a report is required. The affected product is not available for technical investigation as the hls set was discarded by the customer therefore, the exact root cause remains unknown. Medical information was requested but only limited information was received on (B)(6) 2025 by the customer through getinge ssu. Sex of the patient m age at the time of the event of the patient 75 weight of the patient 121kg heparin was used as anticoagulation. Act 160-180 was kept and he was therapeutic clots were located in the motor only ¿ the front of the oxy was clean it was started anticoagulation within 4hrs of the ECMO initiation, once the act dropped below 190. Patient was off for a period of an hour when we did a head CT due to concern for a bleed but was restarted when the read came back. Lowest act, even during that period was 145. However, a medical consultation was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: "the complaint report explained that the medical team has observed a clot inside the pump of the hls set that was changed out due to high motor speed. It was explained that the act was kept between 160 ¿ 180 seconds the lowest act was described to be 145 seconds. The literature recommends an act of 180-200/220. However, anticoagulation management is not only limited to act. There are multiple factors (e.g. Aptt, low flow rate, metabolic reactions) that could have contributed to clotting even if the anticoagulation is in an ideal range. While there seems to have been a concern about a cerebral bleed, a lower act may have stimulated thrombus formation which was captured in the pump. Also, it isn¿t clear if the pump/circuit was recirculated when the patient was off pump. At that point, the act was 145. No flow (as assumed) and low act, likely created an environment favorable for thrombus formation. It is also possible that reinitiation of support with a low act after cessation of support may have drawn clot into the pump, possibly causing it to stop, producing the reported positive pressure. The definitive root cause of the potential clotting that may have been present during perfusion, cannot be finally determined." Based on the results and the provided photographical evidence by the customer, the reported failure "clotting pump (rf-32)" could be confirmed. According to the risk assessment of the hls set advanced, hit set advanced (dms#((B)(4)) the following root cause can lead to the reported failure "clotting": - too low anticoagulation - too severe anticoagulation - the user omits to apply anticoagulants prior to and during the usage of the hls set the production records of the affected product were reviewed on (B)(6) 2025. According to the final test results, all the modules with lot# 3000391306 passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period (B)(6) 2025 - (B)(6) 2023. It does not show any non-conformity in regard to the reported failure. The customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instructions for use hls set advanced 5.0 / 7.0 4.2 safety instructions for the cardiopulmonary bypass either insufficient anticoagulation or lack of anticoagulation may cause thrombus formation within the cardiopulmonary bypass circuit which can lead to inadequate patient support, hemolysis, thrombus formation in the patient, and/or ischemia. Use anticoagulants; e.g., heparin or argatroban. Check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Check the coagulation status of the patient's blood regularly. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the customer had to change out the hls set due to high rpm¿s (revolution per minute) and all of the sudden a positive venous pressure. When the customer checked the hls module a clot around the motor (centrifugal pump) was noticed. The hls set was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to reported exchange during use a report is required. Complaint ID: (B)(4).